Event description:
It was reported that insulin dosing on an ilet system stopped after a dexcom g7 sensor pairing failure, with alarm history showing pairing failure in the morning and dosing suspension during the night; bluetooth on the ilet was functioning, and the user confirmed no other paired devices, re-entered the sensor code, and later applied a new g7 sensor which began warmup after transfer to dexcom support. Symptoms included hyperglycemia, as a capillary blood glucose of 253 mg/dl was obtained and entered to resume dosing. Outcomes included temporary interruption of automated insulin delivery with user-directed correction and continued sensor warmup on a replacement sensor. Investigation included technical troubleshooting and user education, including code re-entry, manual bg testing, and new sensor application. Investigation of this case revealed a sensor pairing failure that led to suspension of dosing despite active bluetooth connectivity on the ilet. It was concluded that the event involved a cgm communication failure resulting in dosing suspension, and that resumption of therapy occurred after manual bg entry and initiation of a new sensor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.